Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The ups was replaced and the issue was resolved. The site does not always keep the system plugged in when in use. The representative recommended that they keep the system plugged in to avoid this issue. B01 c02 d02 the ups was returned for analysis. Functional testing determined that the component was functioning as designed. B01 c19 d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the battery was replaced. Functional testing determined that the battery was malfunctioning causing the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, serial/lot #: unknown, product ID: 9735773,  serial/lot #: unknown   h3) a manufacturer representative (rep) went to the site to test the navigation system. The battery and uninterruptable power supply were replaced and the system performed as intended. Codes: b01, c02, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively in an unknown procedure. It was reported that the site had an unexpected shutdown while in surgery. The site swapped outlets and were able to boot the system. The site reported seeing an error message populate when booting up, but message details unknown, and unknown where they were in the software when it prompted. The site was then able to continue surgery. Patient present. Unknown delay. No known impact to patient outcome. No further information available.